Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 1st, 2nd, 3rd and 4th distal stent wraps with numerous struts raised. There was misalignment of the 13th, 14th and 23rd distal stent wraps. The distal tip was damaged. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a left cx lesion. The lesion was not heavily calcified, and was not pre-dilated. The device was inspected before use. It was reported that resistance was encountered when advancing the stent through the proximal cx and the physician could not advance the stent any further. Excessive force was used when resistance was noted. The stent was removed and was noted to be deformed. The physician continued the procedure using poba and a non medtronic stent. No patient injury reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.